Event description:
Subsequent to the previously filed report, additional information was received: it was reported that an unknown abbott delivery system was used at the time the bulbous deformation of the 32mm amplatzer septal occluder was noted. A correction needs be made as the deformed occluder was noted during device preparation, not during procedure. There was no patient contact made with the deformed 32mm amplatzer septal occluder. The deformed 32mm amplatzer septal occluder was never released from the delivery cable inside the patient. There was no interaction with cardiac structures during deployment or the occluder. There was no kink or angulation noted in the unknown abbott delivery system. The 32mm amplatzer septal occluder was not mishandled or damaged at any point during device preparation. The decision was made to replace the deformed 32mm amplatzer septal occluder with an 32mm non-abbott device to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure reported.

Manufacturer narrative:
An event of device deformity into bulbous shape was reported. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Few wires on distal disc were found to be overlapped upon microscopic examination. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 32mm amplatzer septal occluder was selected for procedure. It was noted during procedure that the occluder exhibited a deformation when being deployed. The decision was made to remove the 32mm amplatzer septal occluder from the patient and replace it with an unknown non-abbott replacement device. There were no adverse patient consequences reported. The patient was stable at the time report.